Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was not cleaning the pump pneumatic tap. Tandem clinical support educated the customer on cleaning the pump pneumatic tap. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.